Event description:
The customer reported that he experienced one or two sensors breaking off underneath his skin. The customer stated that he only wore the sensors for one day. The customer was advised to seek medical attention as both insertion sites are showing redness. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.